Event description:
Pt underwent a cystoscopy right ureteroscopy with holmium laser lithotripsy, placement of right ureteral stent, bladder biopsy and fulguration. During the surgery, the 365 laser fiber used for cystoscopy with laser broke while the physician was doing the holmium laser of the right kidney stone. The physician visualized the piece of fiber, but made a medical decision not to attempt to retrieve fiber at this time. The pt will be returning for add'l procedure and it may be removed at that time or possibly wash out spontaneously. Ref: (B)(4).